Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter kit. During the procedure, the penumbra system ace 68 reperfusion catheter (ace 68) was locked into the rotating hemostasis valve (rhv) and moved in a non linear manor to the system which resulted in a kink at the proximal shaft. Therefore, the ace 68 was removed and the procedure was completed using a new ace 68. There was no report of an adverse effect to the patient.